Event description:
The reporter indicated that following an exchanged implantable collamer lens (icl) implantation procedure, the patient still experienced lens opacity. The lens remains implanted. Cause of event is unknown. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
H6 - 4581: lens opacity secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4)